Manufacturer narrative:
Returned device was received in decent physical condition although there was noted minor wear and tear. Tha manometer was appeared to be out of spec. During the evaluation of the device it was found that the manometer was out of specifications. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical pneupac ventipac ventilator was "putting 100, but the gauge is not zeroing". No adverse effects were reported.